Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they are experiencing pain, discomfort, teeth sensitivity and their teeth are still shifting.